Manufacturer narrative:
Maquet representatives visited the hospital to evaluate the device. Maquet service personnel found that the damaged light had been removed from the room where the incident occurred. Hosp staff reported that the x-ray equipment was raised into the light, directly resulting in the light falling. Importer submits this report on behalf of the device mfg facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.